Manufacturer narrative:
It was reported that clots were found inside reservoir and oxygenator. The failure was found at the end of the procedure. No harm to any person was reported. The patient data was not made availble. The product was investigated at maquet cardiopulmonary gmbh laboratory on 2025-12-16. Laboratory inspection revealed no permanent or embedded clots in the oxygenator or reservoir. Observed clotting visuals were noted at the outlet of the vhk and bottom of the oxygenator post-procedure. The failure was not reproducible under controlled conditions. Further, a medical consultation was performed by getinge medical affairs on 2025-12-22 with following conclusion: several critical questions remain unanswered, which could influence root cause analysis: - timing and method of anticoagulation administration - lowest act value during perfusion and act at ecc start - protamine administration before support ended and suction status during protamine use - any medication administered towards the reservoir - use of procoagulants (e.g., amicar, platelets, ddavp) or sealants (e.g., gelfoam, arista) these factors remain unknown but represent possible root causes if anticoagulation was interrupted or reversed prematurely, or if procoagulants were introduced during support. Based on the available information, the most plausible contributing factor is inadequate anticoagulation. Act levels during the procedure ranged between 379 and 475 seconds, below the recommended threshold of >480 seconds per IFU. Insufficient anticoagulation can lead to clot formation within the system, risking occlusion and thrombus development. Other possible root causes may be the following: - an open sampling and manifold lines during treatment may have contributed to localized flow disturbances or siphon effects, further increasing clotting risk. - exposure of the reservoir to protamine. Occasionally, a surgeon may request that a field suction remain on and usable to the surgical field until a portion of the protamine has been administered (e.g., 40%). Exposure of the blood collected/held in a reservoir to protamine may trigger clotting. - exposure of the entire vascular compartment via the reservoir to active coagulants (e.g., amino caproic acid, vasopressin, etc.) - exposure of the reservoir to surgical hemostatic agent aspirated from the surgical field via field suction (topical thrombin, gelfoam, surgical, arista, etc.) The probable root cause was found as suboptimal anticoagulation combined with procedural factors. The production history record (DHR) of the affected vkmo 71000 with lot# 3000466845 was reviewed on 2025-09-16. According to the DHR result, the product vkmo 71000 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Further, the review of the non-conformities does not show any non-conformity in regards to the reported product. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results, the complaint could not be confirmed. Possible preventive measures were suggested by getinge medical affairs as follow: - maintain act consistently above 480 seconds throughout ecc (per IFU and elso guidelines). - ensure proper closure of sampling and manifold lines during perfusion. - continuous monitoring of anticoagulation - use of other means of field suction when surgical hemostatic agents are used (e.g., autotransfusion (¿cellsaver¿), waster suction, etc.) The reported failure is covered within IFU as follow: absence of adequate anticoagulation results in clotting within the system and consequently occlusion of the extracorporeal circuit and the patient circuit. This can lead to inadequate patient support, thrombus formation, hemolysis, hemostasis and ischemia in the patient. - weigh up the benefits of extracorporeal circulation against the risk of systemic anticoagulation. - use anticoagulants; e.g., heparin or argatroban. - check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). The act should not fall below 480 s for all components. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that clots were found inside reservoir and oxygenator. The failure was found at the end of the procedure. No harm to any person was reported. Since the event was occurred during treatment / on patient use and the hazardous situation clot formation was found inside products, the complaint is reportable. Complaint #(B)(4).